Manufacturer narrative:
Initial

Event description:
It was reported that the user saw three lines on the ilet display indicating dosing had stopped after receiving an alert 92, while using a dexcom g7 continuous glucose monitor (cgm). The agent assisted with toggling cgm settings and re-entering the g7 pairing code, and a fingerstick measured 421 mg/dl during the cgm disconnection. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy due to loss of cgm connectivity and suspended dosing without emergency care or hospitalization. Investigation included user communication and analysis of the information provided. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper procedure when configuring cgm settings; no applicable device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.